Manufacturer narrative:
Device evaluation:visual inspection shows evidence of damage to the upper pivot and to the housing where the impeller was in contact. During performance testing the device was primed and run from 0-4000 rpms on a bio- console. The device would not spin. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the affinity centrifugal blood pump did not work prior to use. The device was replaced. There was no patient involved. Medtronic received additional information that the axis spindle broke causing the core spinning element of the pump to fall off it's axis and cease rotating and the flow had ceased. There were no cracks in the outer shell of the pump. All of the damage was internal. The damage occurred during priming. The pump was left running unattended. The damage was noticed when a nurse in the operating room (or) heard a noise and noticed that the pump had fallen off the motor and summoned a perfusionist to the or to inspect the circuit. The circuit was not connected to a patient at the time and no harm occurred. A new circuit was built and used for the procedure without any further complications.